Event description:
It was reported that the left l3 matrix head popped off postoperatively. It was reported that the patient underwent a t12-l3 posterior lumbar fusion with matrix pop-on reduction heads on an unknown date in (B)(6) 2014. During the surgery, the patient was implanted with pedicle screws at every level from t12-l3 with rods and caps. The pop-on reduction heads were also implanted at every level. At the twelve month post-operative visit on (B)(6) 2015 it was discovered that the left l3 head had popped off. The head was not explanted and remains in the patient. The patient is healed and therefore, no revision surgery is needed. The provided x-rays were reviewed by the manufacturer and the popped off head could be confirmed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The patient information is unknown. Date of event: unknown. Implant date: (B)(6) 2014, unknown day. Explant date: device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.